Event description:
It was reported that the pt underwent posterior lumbar fusion at l4/l5. X-rays showed one broken screw approximately six months post-op. The pt did not complain about any specific incident that would have caused the screws to break. The pt reported lifting, bending, and resuming normal activities soon after implant surgery; the pt was non-compliant with post-op orders. The pt was referred out; the pt has seen two doctors. To date, revision surgery has not occurred.

Manufacturer narrative:
(B) (4): the screw was not returned. X-rays showed degenerative grade ii spondy at l4/l5 and major decompression at from l3 to s1. X-rays confirmed the screw was broken. A review of the device history records did not identify any applicable nonconformance to specification.